Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at this time.

Manufacturer narrative:
Correction: h6 device code, result, conclusion, clinical code. The reported event could be confirmed based on available medical records and professional health care expert¿s assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed CT scan shows cyst formation and subsidence of the tibial component based on investigation, the root cause was attributed most likely to a patient related issue. The failure of tibial component was caused by the presence of cavities. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at this time.

Manufacturer narrative:
Device is not available as it remains implanted in the patient at this time. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.